Event description:
It was reported stimulation is intermittent. It was noted this start about 3-4 weeks ago. It was stated the patient felt the stimulation was unpredictable. It was stated the patient felt like the stimulation was ¿going up and down on its own.¿ it was noted that longevity calculations estimated the implantable neurostimulator (ins) battery life at 4.6v, 450pw,100hz with 2 cathodes and 1 anodes to be elective replacement indicator (eri)= 8.32 months and end of service (eos) =11.32 months. It was reported the impedances were checked and were all within the normal range. It was noted the patient felt some pain from the impedance check. 6 days later it was reported that most of the changes in the stimulation had to do with position change. It was noted the patient would be scheduled for a battery replacement soon as she was close to eri. It was reported the patient was doing well and is receiving effective therapy. Additional information reported the patient had replacement surgery in (B)(4) 2013 and the battery was at end-of-life (eol).

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3550-29, lot# n133788, implanted: (B)(6) 2008, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4),implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).